Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a poly swap due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Complaint history could not be reviewed due to lack of either part or lot number. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.